Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that his right ventricular (rv) lead "failed" during a generator change. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that intermittent capture and fluctuating thresholds were noted on the rv lead.